Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission indicated two low impedance measurements on the left ventricular lead, all other electrical measurements were normal. The patient was in stable condition. No intervention was performed, the patient would continue to be remotely monitored.